Event description:
It was reported that the arctic sun device was not cooling. The mixing pump was faulty. Per review of wo on 18oct2023, there was no patient involvement. Per follow up information received via email on 18oct2023, the device was sent to aura medical depot. The device was currently being repaired. The mixing pump would be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. The mixing pump was replaced. The device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.